Event description:
The hospital reported that before the endoscopic vein harvesting procedure, when the package was opened, it was observed that the scope washer tubing was disconnected from the unit. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: visual inspection shows that the c-ring tubing has become detached from the c-ring. The complaint is confirmed.